Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The feild service representative found the instrument required decontamination and adjustment. He cleaned the sample probe, the reagent lines, adjusted the sample probe, and adjusted the sample syringe mechanism. He successfully ran calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable lact2 lactate gen.2 results from the cobas 6000 c501 module. One example was provided as an initial result of 4 mg/dl and a repeat result of 12 mg/dl on another analyzer. The questionable result was reported outside of the laboratory. The repeat result was believed to be correct. The reagent lot number was 54628701 with an expiration date of 30-apr-2022.